Event description:
It was reported that prior to the procedure, the device package was opened and the stent was partially deployed. A second xpert stent was used successfully. No pt involvement. No additional info available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.